Event description:
The customer reported that during a tonsillectomy procedure, the suction coagulator misfired causing a comminssure burn to the pt. The burn was described as 2nd degree and treated with ointment.

Manufacturer narrative:
(B)(4). Testing of the incident suction coagulator found it to function satisfactorily. Visual inspection noted eschar at the tip and inside the tube of the coagulator. The instructions for use state ensure that the outside of the coagulator tube remains free of fluids and mucus. Contaminants may conduct electrical current resulting to pt burns. Eval of the concomitant e7507 grounding pad found it to function normally and within specs. No conditions were identified that would have caused or contributed to the reported event.